Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that groshong catheter got disconnected from connector and migrated to right atrium at which point the patient was referred to the interventional radiologist for removal of the line. The line has been removed from the patient, and the patient is safe now.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter detachment was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr single lumen groshong catheter. The returned catheter terminated between the 51cm and 52cm depth markings. Usage residues were observed throughout the sample. The two-piece connector was not returned for evaluation. Tactile inspection of the catheter shaft revealed tensile weakness, material necking and discoloration near the proximal end. Microscopic inspection of the proximal end of the catheter revealed a glossy, striated surface typical of a sharp instrument cut. The features exhibited by the proximal end of the catheter suggested that it was intentionally trimmed to length, indicating that the catheter did not break, but detached from the connector. The tensile weakness suggested that pulling on the catheter may have contributed. The connector was not returned, however, which prevented identification of the root cause of the catheter detachment. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the catheter detaching from the connector and embolizing is confirmed but the root cause is unknown. A radiographic image and video were returned for evaluation. The ap chest radiograph showed that a significant length of catheter tubing had embolized. One end of the tubing was in the left pulmonary artery and the other end of the tubing was located at the cavoatrial junction. The video showed a groshong catheter shaft being flushed with clear liquid from a syringe using a green flushing adaptor. The infused liquid was seen exiting from near the distal valved end of the catheter. No visible damage or defects to the tubing were seen in the video. It is unknown if there was mechanical damage present on the proximal end of the catheter fragment. The groshong two-piece connector was not visible in the video; therefore, the connector could not be evaluated for damage or defects. Embolization of the catheter could be confirmed; however, there were no distinguishing features in the radiographic image or video which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.